Manufacturer narrative:
Interrad medical has processed this event through its complaint handling and MDR process and determined that the underlying event is not MDR reportable. Nonetheless, the company is submitting this MDR in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
It was reported from (B)(6) that a cover accidentally came off during a dressing change. The pt ID number for this device was (B)(6).